Event description:
A physician reported that the cannula was clogged during the surgery. The surgery details and patient impact details were unknown. Additional information requested and received that the cataract [with intraocular lens (iol) implant] surgery was completed on same day. The product was contacted with patient, but there was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. No physical product has been returned for evaluation. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. A review of the sap (systems, applications, and products) where-used parts list could not be reviewed as the customer did not retain the affected lot information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. The application of the temporary deviation is unknown. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications. The root cause of the customer's complaint could not be established as a product has not been received and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time. Complaints are continuously monitored to identify product and/or process areas where this type of issue is occurring. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of picking the correct part/quantity. Complaint data for all company products is reviewed monthly to monitor for adverse trends. The most recent review showed no trends associated with the reported product or event type. Quality assurance will continue routine monitoring and will take additional action if future data indicates a recurring concern this complaint has also been communicated to custom pak manufacturing management through the customer review board meeting. The manufacturer internal reference number is: (B)(4).